Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the occlusion sensor error, which was not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. The cause was found to be out of specification downstream sensor readings. The downstream sensor was replaced.

Event description:
It was reported that a spectrum pump had an occlusion sensor error. Any patient involvement, injury or medical intervention is unknown.